Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: [surgeon¿s opinion about casual relationship with stratfix] yes. [Surgeon¿s opinion about another contributing factor] the patient was obese, thus, abdominal muscle pressure was quite high. [Surgeon¿s question] he asked if some reinforcement measure is necessary when using stratfix. [Patient information] the patient is a male. [Current status of patient] he is in a hospital. He has been recovered. [Medical treatment schedule] no additional treatment is scheduled. [Seriousness] not serious (moderate/ minor) because the patient has been recovering smoothly so far though wound dehiscence had occurred. Other information has not been provided from the hospital. The lot number is kgk625. When we send the sample to you, we will enter its return date and tracking number into siebel. Affiliate reference number is (B)(4). [Patient demographics] the patient is a (B)(6) years old male and (B)(6) in weight. Bmi: (B)(6), height: 165 cm. [Treatment plan] vacuum assisted closure is schedule for surgical site infection on the surface layer. [Previous history/ medical history/ other diseases currently treated] visceral fat accumulation, intestinal congestion. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you describe the surgeon initial technique with stratafix symmetric tab? Was there any anomaly or issue with the device/ fixation tab prior to use? What was the condition of the tissue (normal, diseased, weakened)? Was the fixation tab intact when the suture was placed in the patient? What was the indication to use 2 stratafix sutures overlapping? Was there any predisposing factor prior to the event (cough, fall, etc)? What is the surgeon opinion as to relationship of the stratafix suture and the patient dehiscence? Can you describe the appearance of the suture during the second procedure? Was the suture found broken, can you identify where (termination, middle, end)? Can you describe the appearance of the fascia during second procedure? Was the suture intact and tore through the fascia? What is the current condition of the patient?

Event description:
It was reported that a patient underwent a pancreatoduodenectomy procedure on (B)(6)2017 and barbed suture was used to close the fascia. The peritoneum was sutured with a different kind of suture. One barbed suture was used from the top end of the wound to the bottom. The other barbed suture was used from the bottom to the top. The 2 sutures were overlapped at the middle of the wound. On (B)(6)2017, when the patient coughed in the ward, a wound dehiscence occurred. The wound around the superior belly became open first, then, the whole wound became open. Suture breakage occurred around the superior belly first, then, it occurred all over the wound. The bowel was exposed due to the wound dehiscence. An emergency operation to reclose the wound was done immediately after the wound dehiscence. The fascia was sutured with a different type of suture using continuous suturing this time. Additional information was requested.

Manufacturer narrative:
The representative sample was examined for visual inspection and no defects were observed. According the sample condition, no suture breakage was observed and the sample met the requirements.

Manufacturer narrative:
Additional information was requested and the following was obtained: can you describe the surgeon initial technique with stratafix symmetric tab? ¿as par IFU. Was there any anomaly or issue with the device/ fixation tab prior to use? ¿no, there wasn¿t. What was the condition of the tissue (normal, diseased, weakened)? ¿no information. Was the fixation tab intact when the suture was placed in the patient? ¿yes, it was. What was the indication to use 2 stratafix sutures overlapping? ¿the suture was duplicated partially. Was there any predisposing factor prior to the event (cough, fall, etc)? ¿he coughed. What is the surgeon opinion as to relationship of the stratafix suture and the patient dehiscence? ¿there was casual relationship. Can you describe the appearance of the suture during the second procedure? ¿suture breakage was observed everywhere on the entire suture. Was the suture found broken, can you identify where (termination, middle, end)? ¿everywhere on the entire suture. Can you describe the appearance of the fascia during second procedure? ¿the entire wound was opened. Was the suture intact and tore through the fascia? ¿it was torn. What is the current condition of the patient? ¿as of (B)(6), he was in the hospital but he had been recovered. No further information has been provided from the hospital since then.